Manufacturer narrative:
(B)(4).

Event description:
The pt's system was being explanted and the health care professional had difficulty removing the lead. The reason for the explant was not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.